Manufacturer narrative:
Maude report mw5075195 was received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with an inappropriate shock due to noise on the rv lead. Externalized conductors were observed. No electrical anomalies were detected. The physician elected to extract the lead. About 10 minutes after the lead was extracted the patient passed away. Everything looked good and the patient was stable up to that point. It was not clear what the actual cause of death was possible tamponade or torn svc. The device was intended to be electively changed due to the advisory, but there was no complaint on the device. No further information was provided.

Event description:
New information notes that the low voltage lead was also explanted and will not be returned.